Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultramini meter was reading inaccurately high compared to an emergency medical services (ems) meter and compared to his normal results. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on the saturday prior to contacting lfs on (B)(6) 2014 in the afternoon he tested on the subject meter and obtained a reading of ¿200mg/dl¿ several times. The patient reported using novolog insulin on a sliding scale to manage his diabetes. The patient reported in response to the reading he self administered insulin. The patient reported later that day at 7pm when he went to go check his blood glucose again he became confused and minutes later loss consciousness. The patient reported he was in his fiance¿s home at the time and she called ems. The patient reported upon arrival ems obtained a reading of ¿25mg/dl¿ on their meter compared to ¿177mg/dl¿ on the lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported he was treated with IV glucose and regained consciousness. The cca was unable to troubleshoot the alleged issue with the patient despite repeated attempts. This complaint is being reported because the patient claims due to the meter reading inaccurately high, he self administered insulin, resulting in symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.